Event description:
On (B)(6), 2008 drager medical, (B)(4) received info about an incident which already occurred on (B)(6) 2006 (more than two years ago) in (B)(4). The (B)(6) reported that a 3 month old child should be anaesthesised using a drager primus anaesthesia apparatus. According to hospitals report, it was not realised during the surgery that the pt was ventilated for 10 minutes without any freshgas until the situation was in good order. During emergence, the pt had hypoxic cramps, was transferred to another hospital for treatment and after 5 month it seemed to end with cerebral paresis of mild extend.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4)-2011, this report will be processed as is.